Event description:
It was reported that the fluid connection (patient side) port was damaged, and the fluid was leaking. It was replaced with a new set. There was no patient involvement.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.